Event description:
"I entered the case to relieve the circulator and was told that 2 previous sureform 60 staplers were not working, message from davinci screen said, "tissue too thick". Both staplers removed from field and saved for facilities manager. Reusable davinci 45 stapler would not properly load the blue or while loads, would not click in correctly."